Event description:
The customer contact reported that during testing at the user facility, the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported the device was repaired at the user facility by replacing the front bezel and touchscreen and has been returned to clinical service. Although the device was not returned for testing and investigation it has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.